Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module not communicating with the system monitor was confirmed. The power module (serial number: (B)(4)) was returned for analysis. The reported event was able to be confirmed and replacing the printed circuit board (pcb) resolved the issue. The unit was then run for several days with no issues. A full functional checkout was performed, and the unit passed all tests. The unit was returned to the customer. The replaced pcb was forwarded to product performance engineering (ppe) for further analysis. After further analysis with ppe, the returned pcb was connected to a test power module and system monitor. The communication issue was confirmed. Due to the configuration of the pcb within the test unit, access to the components while connected to power was limited, therefore, an exact component causing the communication issue could not be identified. However, the issue was narrowed down to the portion of the circuit which communicates with the system monitor. The root cause for the reported event was determined to be an issue with the pcb; however, an issue with a specific component was unable to be identified. Incidental findings: damaged housing, damaged ac power cord, damaged internal I/o monitor cable, 12v not passing run-time test heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the power module (serial number: (B)(4)) and the power module was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module would not communicate with the system monitor. No further information was provided.